Event description:
It was reported that the lead exhibited loss of capture and dislodged. The lead was repositioned, but the next day defective pacing was observed and the patient convulsed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.